Event description:
It was reported via scientific literature that out of 29 patients who received ICD (implantable cardioverter defibrillator) therapy, 26 out of 123 shocks were inappropriate, and 25 out of 1,111 atp (anti-tachycardia pacing) therapies were inappropriate. 33 of the 49 study devices were medtronic models. It could not be determined which, if any, of the medtronic devices were among those that delivered inappropriate therapy. The device statuses remain unknown at this time. Follow-up was conducted to gather further details, with no reply to date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This MDR represents up to 33 unique devices. Chen, "implantable cardioverter defibrillator therapy: ten years experience in a medical center", chang gung med j 2008;31:81-90.